Event description:
It was reported that the ventilator's air gas module was contaminated with water. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was claimed that water spilled into air gas module. The device failed to meet its specifications, it is unknown if it has been used at the time of the event. There have been no adverse event sustained as a result of the issue. Based on the information collected to date, the provided problem description and the technician inspection of provided unit, it has been clarified that the water traces could not be seen the air gas module regulates the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. Nevertheless, this scenario has not been confirmed in investigated case. The root cause to the reported issue has not been determined since the issue could not be confirmed. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 01/17/2012 ; corrected manufacture date: 01/18/2012.